Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the attune impactor handle and red release handle tip were apart into two pieces.

Manufacturer narrative:
Conclusion and justification status: the complaint states it was reported that the attune impactor handle and red release handle tip were apart into two pieces. The device was reveiwed by bioengineering and a report was received concluding; the device shows signs of wear and tear per wi 103276989. It is unlikely that there was a manufacturing defect and no corrective action is required. The complaint shall be closed to wear and tear entered into the complaints system and monitored through trend analysis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.